Event description:
It was reported that the guidewire could not be fixed to the advancer. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for high-speed rotational atherectomy of coronary artery. During preparation, the advancer use malfunctioned, guidewire could not be fixed to the advancer and the target speed could not be reached. After starting the operation, the speed gradually decreases from the highest setting all the way down. The target speed was 600 and the maximum speed was 550, but in actual operation, the speed dropped to 80. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) e1: initial reporter telephone: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the guidewire could not be fixed to the advancer. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for high-speed rotational atherectomy of coronary artery. During preparation, the advancer use malfunctioned, guidewire could not be fixed to the advancer and the target speed could not be reached. After starting the operation, the speed gradually decreases from the highest setting all the way down. The target speed was 600 and the maximum speed was 550, but in actual operation, the speed dropped to 80. The procedure was completed with another of the same device. There was no patient injury. It was further reported that, after properly connecting the nitrogen gas, and turning on the grinding liquid, during the in vitro experiment, the grinding speed could not reach the required speed at full speed. However, when replacing the new grinding consumables, the speed was normal. The issue occurred outside the patient.

Event description:
It was reported that the guidewire could not be fixed to the advancer. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for high-speed rotational atherectomy of coronary artery. During preparation, the advancer use malfunctioned, guidewire could not be fixed to the advancer and the target speed could not be reached. After starting the operation, the speed gradually decreases from the highest setting all the way down. The target speed was 600 and the maximum speed was 550, but in actual operation, the speed dropped to 80. The procedure was completed with another of the same device. There was no patient injury. It was further reported that, after properly connecting the nitrogen gas, and turning on the grinding liquid, during the in vitro experiment, the grinding speed could not reach the required speed at full speed. However, when replacing the new grinding consumables, the speed was normal. The issue occurred outside the patient.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that there were numerous sheath kinks. From the handshake connection to 5.6cm proximal from the burr, the majority of the coil was stretched. After destructive testing was performed, it was found that the driveshaft (turbine) was corroded, indicating the presence of dried saline within the device. The collet was found to be seated in the brake housing and was closed at the distal end preventing wire movement. It was considered likely that the collet position interfered with the brake defeat to perform properly during analysis. There were no other damages or defects identified during destructive testing that would be considered attributable to the reported brake failure. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted with no resistance or issues. The wire remained in place for further brake testing. After testing, the wire was locked in place and had great resistance during removal due to the brake failing to release. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. While attempting to rotate the device, the brake defeat button was pressed and failed to perform properly as the brake failed to release the test rotawire. During brake testing, the brake engaged with the wire and during an attempt to rotate the device, the wire was able to lock. When the device stalled, the wire failed to then be released from the brake. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.